Event description:
It was reported that they received a call from the ventricular assist device (vad) coordinator and they explained that during the pump preparation, the system controller showed a "controller fault" notification during the wet test. The green pump running symbol light was not illuminated, but the pump was running in the saline. No audible alarm was heard but the screen on the system controller showed "controller fault" "call hospital contact". They disconnected the system controller with the "controller fault" alarm and kept it aside. They opened a new sterile system controller and it worked as expected. They requested a no charge replacement and returned the system controller for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.